Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during ipg replacement procedure (see 1627487-2024-08000) images were taken and showed that the lead migrated down to t12-l1. Physician noted that the lead was not anchored properly. Surgical intervention was undertaken wherein the lead was explanted and replaced. Therapy was restored.

Manufacturer narrative:
Section d10 - concomitant medical products and therapy dates added.